Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section e3 was corrected to align with section e2 in the initial report. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the device was not received for evaluation, the definitive root cause of the broken connecting tube could not be determined. It is possible that external stress was applied to the tube, which may have broken the lock lever and caused the user to apply force toward the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the connecting tube were broken. It was reported that the connector's righ and left leg continued to fall off. It was also reported that oer-elite endoscope reprocessor was intermittently receiving an eo61 error code, the issue was due to the connecting tube. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It will be returned once the replacements are received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.